Event description:
It was reported that there was a loss of stimulation/therapeutic effect. Patient was unable to feel stimulation in her back or legs where she needs it. The patient experienced a shocking or jolting sensation when turning the device up to feel stimulation. It was noted that the battery was uncomfortable like it was poking her. It was noted that the patient stated ¿if you cannot adjust it, I want it taken out.¿ symptoms associated with the event were pain, burning sensation and less than 50% therapy relief at device pocket. As a result the patient was reprogrammed. Patient was receiving adequate coverage in her back legs following reprogramming and was satisfied with the device.

Manufacturer narrative:
Analysis of device is expected but was not available at the time of report. When completed a supplement MDR will be sent. (B)(4).

Event description:
Additional information received reported that due to worsening back pain and no relief from the stimulation the patient's device was explanted during a transforaminal lumbar interbody fusion (tlif) surgery. The patient was noted to have recovered without sequela.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3550-39, lot# n295999, implanted: 2011 (B)(6); product type accessory product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information pertaining to this event can be found in regulartory report # 3004209178-2014-07383. Any additional information received will be reported under the regulatory report # 3004209178-2013-14954.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no significant anomaly and the ins was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.